Manufacturer narrative:
(B)(4).

Event description:
It was reported an episode of nonsustained right ventricular oversensing was observed due to post-paced t-wave oversensing. The patient was asymptomatic. No further information is available.